Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon eval, the j1002aa and j1003aa connector pins were contaminated. The cause of the inability to complete testing is the contaminated pins. The root cause for the contamination cannot be positively identified. No adverse event resulted from the defective monitor.